Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery indicator and the magnet rate in this device were inconsistent. The battery indicator displayed greater than five years remaining while the magnet rate indicated approximately one year remaining. This device remains in service at this time. No adverse patient effects were reported.